Manufacturer narrative:
Initial report sent: 11/15/2007.

Event description:
Procedure type: lap chole. According to the reporter: a metal pin separated from the instrument. This occurred outside of the cavity. Another device was used.